Event description:
It was reported to covidien that a customer had a problem with an scd sleeve. The customer states a female patient on the g81 internal medicine floor was seen to have bruising and deep redness bilaterally and mainly posterior portion of the lower leg.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.